Manufacturer narrative:
Section h10: additional information provided indicated the patient was morbidly obese and had calcification at the anterior vessel wall of the punctured area with mild plaque. Two closure devices were used, but hemostasis was not achieved. Additional closure string and pledget were used to achieve the hemostasis. The patient developed a hematoma and abscess which required antibiotic and a wound vac. According to literature review, and as documented and edwards technical summary, written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. Per the instructions for use (IFU), potential risks associated with the overall procedure include cardiovascular injury including perforation or dissection of vessels, which may require intervention, infection including septicemia, pain or changes at the access site, inflammation, fever and/or death. It is the natural tendency of the body to fight infection in the intercellular space. These patients are typically given an antibiotic prior to the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent infection. In this case, there was no allegation or indication that a device malfunction occurred during the procedure. The cause of pseudoaneurysm and catheter site infection after the tavr procedure cannot be confirmed. However, it may have been related to procedural factors (failure of closure devices) or the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Investigation is ongoing.

Event description:
As reported through the edwards lifesciences japanese affiliate through the tavi case registry, during the tavr procedure, hemostasis of the catheter site was difficult to achieve, and aortic ballooning was executed. On pod 8, the patient visited the hospital for pain and catheter site swelling. The patient was hospitalized emergently, and a CT angiogram confirmed a pseudoaneurysm at the catheter site. The lesion was pressured, but the symptom was not resolved, and surgical repair was executed. The lesion was then cleaned and vacuum assisted closure (vac) therapy was started with antibiotics treatment. The symptoms gradually resolved. Approximately 2 months later, the patient was discharged, and the outcome was determined as recovered.